Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. The hcp didn't know the cause of the burning sensation/neuromuscular underlying problem/if it was related to the device/therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Caller said the patient came into the emergency room (ER) with burning sensation around the pocket. They added that they can't get telemetry with the device and assumes it has reached end of service (eos) as the implant is almost nine years old. The rep added the healthcare provider (hcp) gave the patient a lidocaine patch over the site which reduced the pain to 3/10. They further said there is no redness swelling over the device. The rep also said there has been no falls or trauma; just normal activity and exercise. Caller indicated the patient will follow up with their hcp and asked the call center what could have caused this. The call center reviewed that the manufacturing company is not an hcp, but some things that have been heard have been infection, battery pressing on a nerve, or fluid shunt. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked if the cause of the burning sensation was determined, the hcp said the patient might have neuromuscular underlying problem and will see a neurologist. The cause of the inability to communicate to the implantable neurostimulator (ins) was determined; the battery depleted. The device will be replaced in (B)(6) 2019. No further patient complications have been reported as a result of this event.